Event description:
It was reported to philips that an installed battery was not charging due to a defective ac power module (api1ad41-000 d 0820 c 028416). There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.